Manufacturer narrative:
The pump was programmed with the current time and date, and monitored for several days. The time and date functioned properly. The pump passed the displacement and self tests. No physical damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer received an unexpected restart alarm after changing the battery to her insulin pump. The patient's blood glucose at the time of incident is unknown. The customer used fresh batteries and the correct battery type, but after three battery changes the alarm would not clear. The pump stopped responding. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.